Event description:
It was reported that the vns pt was experiencing painful stimulation in the chest at the generator site. Diagnostic tests were performed following the onset of the event which revealed normal device function. The output current was lowered and the painful stimulation persisted. There was no report of pt trauma prior to the onset of the pain. The physician referred the pt to have the device replaced by the surgeon. The pt subsequently had surgery where the lead and generator were replaced. Good faith attempts to obtain the explanted devices for analysis have been made, but have not been returned to date. In addition, good faith attempts to obtain additional info from the treating physician are underway.